Event description:
A report was received that the patient had redness around the ipg site and celulitis was suspected. The patient was admitted to the hospital and given intravenous antibiotics; tetracycline and gentamycin. The infection was procedure related. The patient has responded well to aggressive antibiotic regimen and is currently expected to make a full recovery without any device problem.

Event description:
A report was received that the patient had redness around the ipg site and celulitis was suspected. The patient was admitted to the hospital and given intravenous antibiotics; tetracycline and gentamycin. The patient has responded well to aggressive antibiotic regimen and is currently expected to make a full recovery without any device problem.